Event description:
This device was explanted due to it stopped functioning post cardioversion. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The memory content of the device was inspected. The device data documented a signal loss beginning on (B)(6) 2025, confirming the clinical observation. In a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The analysis revealed damage to the electronic module. The observed damage characteristics are consistent with exposure to a temporary high current, likely triggered by the reported cardioversion. In general, the device is protected against the high voltage discharge during an external cardioversion, but depending on the position of the external cardioversion electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. In conclusion, the analysis of the inner assembly of the device revealed that the electronic module was damaged due to a temporary high current, which was probably precipitated by the external cardioversion. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data were inspected. The data documented a complete loss of signal since (B)(6) 2025. The root cause for this observation could not be determined. However, it cannot be excluded that the reported external cardioversion procedure may have contributed to the clinical observation. Should the device itself become available, this investigation will be updated.